Event description:
A report was received via social media that the patients device was suspected to have burnt inside the spine, developed more scar tissues and pain. No further information could be obtained.